Event description:
Pt was injected with radiesse dermal filler in the nasolabial folds. The pt developed immediate blanching with a bluish tinge to the left fold with pain and discomfort in the affected area.

Manufacturer narrative:
Two days post-injection, the pt returned to the physician with the affected area appearing cyanotic. The nose had developed hyperemia and necrosis was evident. The pt was treated with antibiotics; cipro, bactrim and nitro spray. The pt returned to the office the following day and was experiencing sloughing of tissue with the bluish tinge remaining at the right nare. The physician injected her with im rocephin, cleaned and debrided the area and treated it with silvadene cream. No follow-up from the treating physician was provided; however, pt photos indicate the affected area is in the process of healing. A review of the device history records indicates the reported lot #1018547 met all specs prior to release.